Manufacturer narrative:
Evaluation results: one cadd solis vip was returned for investigation in good condition. The customer reported product problem was initially replicated. The investigator observed error code 46507 during power up. The investigator subsequently performed additional functional tests. The pump passed all the functional tests. Following this, the investigator was unable to replicate the reported product problem. The investigator had cleared the error and reinstalled the software. A root cause for the product problem was not established.

Event description:
Information received a smiths medical cadd solis 2120 pump alarmed code lec46507. Event occured during testing, so therefore no patient was involved. .